Event description:
It was reported that the user dropped the ilet insulin pump and the display screen delaminated, consistent with screen bezel separation of the device enclosure; the user confirmed no impact to blood glucose and no alerts or alarms occurred. Symptoms included no clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included customer service troubleshooting and education regarding shutdown, data sync, and replacement logistics. Investigation of the returned device revealed physical damage to the screen assembly consistent with accidental impact, with no functional performance issues reported and no data loss expected beyond standard device replacement startup requirements. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to device manufacturing or design.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.